Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6)2024, the patient experienced that there was blockage in the tubing. The patient changed supplies as necessary and resumed insulin therapy.